Event description:
Customer reported being hospitalized with low blood glucose levels. Prior to hospitalization customer passed out; blood glucose level at 22. Customer stated had an MRI before all this happened.